Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent breast augmentation revision with mentor siltex round moderate profile 250 cc saline breast prosthesis. Deflation of the right breast prosthesis was identified. As a result, the patient underwent removal on(B)(6) 2018.

Manufacturer narrative:
On 8/13/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient also experienced capsular contracture baker grade IV on the concomitant device. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) mentor memorygel breast implant 275cc gel catalog: 3542751 lot: 7581791 sn: (B)(4) and (left) mentor memorygel breast implant 275cc gel catalog: 3542751 lot: 6880387 sn: (B)(4). In addition, mentor became aware that suspect medical device's correct date of implantation was (B)(6) 2010 and that the correct date of explantation was also (B)(6) 2018. Concomitant products: mentor siltex round moderate profile 250cc saline catalog: 3542635 lot: 5844420. Device investigation summary: upon receipt by mentor, two devices were returned with the same lot number. The device a returned without fluid. White and brown material was observed within the device and on the shell surface. Product evaluation discovered a rent measuring approximately 0.4 cm within an area of siltex cracking at the anterior aspect. No other anomalies were discovered. Otherwise, at device b it returned without fluid. White material was observed within the device and on the shell surface. Upon initial inspection, was discovered a rent measuring approximately 1 cm at the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the devices received. The device history record ( DHR) of lot number 5844420 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/14/2018, mentor became aware that the patient also experienced capsular contracture on the right breast. Investigation summary was updated to: upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device and on the shell surface. Product evaluation discovered a rent measuring approximately 0.4 cm within an area of siltex cracking at the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the devices received. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Product evaluation also concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/12/2018, mentor updated the investigation summary to: upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device and on the shell surface. Product evaluation discovered a rent measuring approximately 0.4 cm within an area of siltex cracking at the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the devices received. The device history record ( DHR) of lot number 5844420 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).